Event description:
This case was reported by a physician, a toxicologist, and described the occurrence of deliberate self harm in a female patient who ingested double salt denture cleanser (polident overnight denture cleanser tablets). On an unknown date, the patient ingested 6 polident overnight tablets to intentionally harm herself. On 01/20/2013, the patient was hospitalized in the intensive care unit with respiratory symptoms and hoarse voice. She was given supportive care and treated with several unspecified medications. At the time of reporting, the patient continued to be hospitalized, and the physician stated that the patient would "be okay." The physician refused to provide any further medical information. Polident overnight is manufactured in memphis, tn, and the product and lot were not available. (B)(4).